Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The assignable cause was determined to be a result of use error. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The reported condition of a damaged battery was confirmed during product evaluation; and was determined to have been caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Similar reports have been received for the reported problem. Should additional information become available, a follow-up medwatch will be submitted.